Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message during power on was confirmed during functional test and archive data review. The investigation findings revealed of internal parameter corrupted. Therefore, the root cause of the system error was due to a damaged processor board as a result of an aging device. The autopulse platform was manufactured in may 2013 and it is 6 years old, well beyond its expected serviceable life of 5 years. To remedy the system error, the damaged processor board need to be replaced, however, since it's an old device, no a part available. Unrelated to the reported complaint, a damage gasket-ed encoder cover was observed on the returned autopulse platform. This type of physical damage was likely attributed to wear and tear. Cover was replaced. During archive data review, a ua136 (invalid parameters block) was observed on the reported event date, thus confirming the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.